Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer side. Analysis of the instrument and instrument data indicate that the cause of the discordant digoxin pt result is due to a misaligned reagent probe. The fse calibrated all probes and made minor adjustments to the reagent probe. The instrument was operational. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur digoxin pt result was obtained on a pt sample. The result was reported to the physician. The sample was retested on the same advia centaur and the corrected result was reported. There is no known pt intervention or adverse health consequences due to the discordant digoxin results.